Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that inflation difficulties occured. The 80% stenosis target lesion was located in a shunt in a moderately tortuous and moderately calcified vessel. A 6.0 x 100, 75cm mustang catheter was advanced for dilation. The balloon was inflated the first time to 24 atmosphere for 60 seconds. When the device was deflated the physician felt it was slow. However, the device was used two more times, inflated to 24 atmosphere for 60 seconds. Deflation the third time took more time than usual, so they removed the device from the patient. The procedure was continued with another of same device. There were no patient complications nor injury reported.

Manufacturer narrative:
Age at time of event: above 18 years and older. Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was inflated to its rate of burst pressure and deflated without issue. No issues were identified with balloon inflation, deflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage.

Event description:
It was reported that inflation difficulties occured. The 80% stenosis target lesion was located in a shunt in a moderately tortuous and mederately calcified vesel. A 6.0 x 100, 75cm mustang catheter was advanced for dilation.the balloon was inflated the first time to 24 atmoshpere for 60 seconds. When the device was deflated the physician felt it was slow. However, the device was used two more times, inflated to 24 atmoshpere for 60 seconds. Deflation the third time took more time than usual, so they removed the device from the patient. The procedure was continued with another of same device. There were no patient complications nor injury reported.